Manufacturer narrative:
Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. At times, the occlusion alarms occurred after the customer used the pump supplies longer than two days. Customer's blood glucose (bg) level ranged between 300-600 mg/dl. Bg was addressed by delivering correction boluses and administering manual injections. Supply changes were performed to address the occlusions and the occlusion alarms continued. Reportedly, the customer continued to use the pump for insulin therapy.